Event description:
It was reported the customer passed away. The sister stated the customer was wearing the insulin pump at the time of death and the customer died of an apparent hypoglycemia episode.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.